Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 300.3 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient complained to the hcp that he thought the pump was stopping and starting as he was getting symptoms of withdrawal including more spasticity and feeling generally unwell. The pump logs were read showing that a motor stall occurred and a motor stall recovery occurred. "Old pump logs" were attached to the report that showed the motor stall on (B)(6) 2017 with a duration of 99 minutes before recovery. The logs only showed the one motor stall but it was reported the pump had a series of motor stalls and then recovery. The stalls occurred and lasted for 1-2 hours and then recovery would occur. There were no environmental/external/patient factors that may have led or contributed to the issue to the manufacturer representative's knowledge. It was indicated that no interventions/actions were taken to resolve the issue but also reported that the hcp decided to replace the pump on (B)(6) 2018. It was noted the patient spent two nights in the hospital. The pump would be returned. At the time of the report the patient status was "alive - no injury" and the issue was resolved. The patient's medical history and weight were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump logs only went back to (B)(6)2017 [no additional motor stalls could be obtained]. The patient denied hearing any pump alarms when they felt the pump had stopped. The patient reportedly could tell when they were noting getting drug and would send those dates to the manufacturer representative. The manufacturer representative spoke with the health care provider (hcp) and they believed the patient experienced a loss of drug delivery and that was the reason for pump replacement. Since replacement, the patient was feeling better and had no recurring symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.